Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failed vent inop occurrence. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer evaluated the device.